Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain for two years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced allergy to metals ("nickel allergy diagnosed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and pelvic pain with essure. The reporter commented: essure was removed due to chronic pelvic pain for two years. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain for two years") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (b)() 2011, the patient had essure inserted. In 2017, the patient experienced allergy to metals ("nickel allergy diagnosed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and pelvic pain with essure. The reporter commented: essure was removed due to chronic pelvic pain for two years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.